Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode revealed the inner conductor coil was fractured approximately 51-60 millimeters from the terminal end. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture.

Event description:
It was reported that this patient had stored atrial fibrillation (af) episodes that showed noise. The noise was easily reproduced with isometric and can manipulation in primary and secondary sensing vectors, less so in alternate. Impedance was within normal range. An electrode break/fracture was suspected. Subsequently, the patient underwent a revision procedure, and this electrode was explanted and replaced without incident. The physician elected to replace the patient's subcutaneous implantable cardioverter defibrillator (s-ICD) during the same procedure. Besides intervention, there were no other adverse patient effects reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.

Event description:
It was reported that this patient had stored atrial fibrillation (af) episodes that showed noise. The noise was easily reproduced with isometric and can manipulation in primary and secondary sensing vectors, less so in alternate. Impedance was within normal range. An electrode break/fracture was suspected. Subsequently, the patient underwent a revision procedure, and this electrode was explanted and replaced without incident. The physician elected to replace the patient's subcutaneous implantable cardioverter defibrillator (s-ICD) during the same procedure. Besides intervention, there were no other adverse patient effects reported. The explanted electrode is expected to be returned for analysis.